Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified creases and yellow fluids. Device patch with lot number 3123670. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.